Event description:
Pump issue: patient spontaneously reported pump serial number (B)(4) is difficult to lock onto cassette. The lock is partially stripped. Advised we would send replacement pump. Fault occurred while in use., did not cause injury. Device available for investigation. Patient did not have to switch to other device. Device being replaced as a precaution. Infusion is life-sustaining. Cassette issue: patient also reports she went to change her cassette last night and pump beeping with no error message. Patient attempted to use other pump but the other pump beeped. Patient prepared a new cassette and was able to run infusion. Advised it must be an issue with that cassette. Patient did not have lot information for cassette. Patient had to waste medication in discarded cassette. Cassette was in use, no injury reported. Patient was successfully able to change to a new cassette. Cassette was discarded, infusion is life sustaining, outcome resolved. Reported to (B)(6) by: patient/caregiver.